Event description:
It was reported that this implantable pacemaker was successfully implanted and the pocket was closed accordingly. Upon interrogation of the device to perform the lead tests, the device was found to be in safety mode. Subsequently, the physician reopened the pocket and the device was explanted and successfully replaced. No additional adverse patient effects. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction: a1 field patient identifier was updated.

Event description:
It was reported that this implantable pacemaker was successfully implanted and the pocket was closed accordingly. Upon interrogation of the device to perform the lead tests, the device was found to be in safety mode. Subsequently, the physician reopened the pocket and the device was explanted and successfully replaced. No additional adverse patient effects. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction: a1 field patient identifier was updated. The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable pacemaker was successfully implanted and the pocket was closed accordingly. Upon interrogation of the device to perform the lead tests, the device was found to be in safety mode. Subsequently, the physician reopened the pocket and the device was explanted and successfully replaced. No additional adverse patient effects. The device is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this implantable pacemaker was successfully implanted and the pocket was closed accordingly. Upon interrogation of the device to perform the lead tests, the device was found to be in safety mode. Subsequently, the physician reopened the pocket and the device was explanted and successfully replaced. No additional adverse patient effects. The device is expected to be returned for analysis. The device was returned for analysis.